Event description:
On (B)(6) 2013, the lay-user/patient contacted animas to report his blood glucose went as low as 59 mg/dl on the night of the call to animas. He reportedly was feeling confused at the time of concern and stopped his insulin pump therapy. He was able to correct his blood glucose to 67 mg/dl and eventually to 163 mg/dl. At the time of the call to animas, the patient indicated that he will change his infusion site. The patient indicated that he used to have low blood glucose daily. Now that his rates were adjusted, he only has low blood glucose once a week. During troubleshooting, there was no evidence or implication of a product malfunction. The advance features and the basal segment are correctly programmed according to the patient¿s usage. The date and time was confirmed to be accurate. This complaint is being reported because the patient had low blood glucose reading and symptom suggestive of hypoglycemia while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.